Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. Customer returned insulin pump for an alleged insulin pump error , 4 and failed self test found on aug 27, 2021. Unit alarmed insulin pump error during self test and insulin pump trace download confirmed insulin pump error variable 3 and variable 12 found on august 27, 2021 at 18:59 and 19:14. Insulin pump error variable 3 was due to broken trace and loose solder joint u1 pin6 on keypad assembly and insulin pump error was due to a arm watchdog failure. Insulin pump error was also found in the insulin pump history download found at august 27, 2021 at 18:59 due to a hardware issue. Test p-cap locked in the reservoir tube successfully, however, damaged retainer ring noted. Insulin pump successfully downloaded to thus and carelink. Unit passed the displacement test. The electronic assemblies were inspected and no anomalies noted. The following were noted by visual inspection: cracked case (battery tube), scratched case, cracked keypad overlay, pillowing keypad overlay, cracked retainer, cracked case-corner of belt clip rails and cracked belt clip rails. In summary, customers alleged insulin pump error and 4 were confirmed through the insulin pump history download, confirming the errors. Insulin pump error was due to broken trace u1 pin6 and lose solder joint on keypad assembly and a watch dog error. Insulin pump error failed due to a hardware error. Insulin pump failed the self test. Additionally, damaged retainer ring noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Retainer ring - clear customer returned pump for an alleged pump error 63, 4 and failed self test found on (B)(6) 2021. Unit alarmed pump error 63 during self test and pump trace download confirmed pump error 63 variable 3 and variable 12 found on (B)(6) 2021 at 18:59 and 19:14. Pump error 63 variable 3 was due to broken trace and loose solder joint u1 pin6 on keypad assembly and pump error 63 was due to a arm watchdog failure. Pump error 4 was also found in the pump history download found at (B)(6) 2021 at 18:59 due to a hardware issue. Test p-cap locked in the reservoir tube successfully, however, damaged retainer ring noted. Unit successfully downloaded to thus and carelink. Unit passed the displacement test. The electronic assemblies were inspected and no anomalies noted. The following were noted by visual inspection: cracked case (battery tube), scratched case, cracked keypad overlay, pillowing keypad overlay, cracked retainer, cracked case-corner of belt clip rails and cracked belt clip rails. In summary, customers alleged pump error 63 and 4 were confirmed through the pump history download, confirming the errors. Pump error 63 was due to broken trace u1 pin6 and lose solder joint on keypad assembly and a watch dog error. Pump error 4 failed due to a hardware error. Pump failed the self test. Additionally, damaged retainer ring noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was assisted with clearing the alarm. Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test. Insulin pump did not pass self test. No harm requiring medical intervention was reported. The device will not be returned for analysis.